Event description:
The customer called to get assistance in clearing a message that was on the screen of the insulin pump. The customer then stated he was connected to the infusion set during the manual prime. The blood glucose reading was 82 mg/dl. The customer took two glucose tablets and the blood glucose reading fifteen minutes later was 135 mg/dl. The paramedics were called and they were able to treat the customer at his home. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.